Manufacturer narrative:
(B)(4). Found in eval - evaluation summary: the device was received inoperative due to a long beep after power up. As a result, the device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative, but the instrument did meet the rite functional test requirements and passed the rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) in the patient therapy log. On (B)(6) 2011, there was a drain volume of 4005 ml during cycle 3. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria.